Event description:
Bleeding recognized intraop, renal artery staple bled thus renal artery was re-stapled proximally and pressure held, oozing was encountered from the staple hilar line which required re-stapling with an associated excess blood loss up to 2l, but pt remained relatively stable intraoperatively with fluid resuscitation and did not require any blood transfusion at that time. FDA safety report ID# (B)(4).